Manufacturer narrative:
(B)(4). Eval, results: (failure to perform negative purge as per IFU instructions), (calcium). Eval, conclusions: device failure/lack of effectiveness related to pt condition. (Failure to perform negative purge as per IFU instructions), (calcium).

Event description:
An integrity rx coronary stent sys, length 30mm, diameter 4.0mm was used to treat a 60% stenosed mid rca lesion in a pt. It was reported that the stent didn't deploy properly. The lesion was predilated. Negative purge was not performed prior to use. The stent was inflated to rated burst pressure with no issues. When viewed on cine, the mid section of the stent appeared under-deployed. It was reported that the delivery balloon had contrast in the balloon up to the distal marker and a space with no contrast from the distal marker to the tip of the balloon. There were no problems with deflation. Comments from a physician at the account suggest there may have been non-visible calcium at the lesion site. It was confirmed that there were no contrast leaks observed from the balloon or delivery catheter. Post-dilation of the mid stent was performed. No pt injury occurred and no clinical sequelae have been reported.